Event description:
The customer reported that following a ptca procedure in 2001, a vasoseal es was deployed. Following deployment pressure was held for 20 mins. Hemostasis was not achieved and blood was still perfuse and fresh. A femostop was applied to the site and the pt was transferred to ccu. In ccu the femostop lost its position and the pt was still bleeding non-stop and the blood looked very fresh. The pt was sent to surgery and the surgeon stated that the collagen plug was not on the artery and sitting in the subcutaneous tissue. Following surgery, the pt was stable. No futher complications were reported.